Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device was discarded.

Event description:
It was reported that a patient had revision surgery due to infection.

Event description:
It was reported that a patient had revision surgery due to infection.

Manufacturer narrative:
Please note correction to g1 (manufacturing site for devices). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Considering the low probability of device-related infections occurring at this stage, coupled with the understanding of the typical timeline and nature of late-onset infections associated with implant materials, it has been determined that completing the infection checklist for implants within this timeframe is unnecessary and not conducive to effective allocation of resources. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be reassessed.